Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed insulin flow blocked. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant unexpected insulin flow blocked alarms during priming due to corrosion on force sensor assembly. The insulin pump had moisture damage on motor assembly and on all electronic assemblies. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test or occlusion test due to constant insulin flow blocked alarms during testing. However, the insulin pump passed sleep current measurement, active current measurement and self-test. The insulin pump had scratched casing, minor scratches on the lcd window, scratches on the display window cover, pillowing keypad overlay, cracked case on the battery tube area, cracked battery tube threads and peeling end cap address label.